Manufacturer narrative:
As received, a complete lead was returned for analysis. The reported event of failure to advance the introducer was not confirmed. The lead was able to be inserted / removed successfully into the introducer with no difficulty. The reported event of a stylet insertion issue was confirmed. The stylet insertion was unable to be performed due to the damage noted at the connector region. X-ray confirmed the inner coil at the connector region was over torqued. The cause of the reported event was isolated to the damage noted at the connector region consistent with procedural damage.

Event description:
During implant, the right ventricular (rv) lead was unable to advance in the introducer and difficulty to advance the stylet through the rv lead was observed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.